Event description:
It was reported that approximately 2 weeks after rx acculink stent implantation in the right internal carotid artery, the patient noticed slurring of his speech. No slurring was noted at the 30 day follow up visit, and the nih-stroke scale was 0. The patient's clopidogrel dose was increased, but the symptom has persisted, and the patient was scheduled for brain computed tomography and carotid duplex ultrasound test. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, new information was received indicating that the physician did not feel the patient's vocal slurring was a transient ischemic attack or a stroke. A brain CT was performed that showed some focal areas of stenosis of intracerebral arteries and a partially calcified and enhancing mass in the frontal lobe, representing a possible benign meningioma. In addition, it was reported that the vocal slurring symptom had resolved by a follow up visit on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of neurological deficit/dysfunction is listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.